Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2025, implant fracture was verified. Observed during the event: implant fracture/ bone loss/infection. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.